Event description:
Customer reported: the customer reported that the needle was loosely attached to the syringe. The needle unscrewed when activating the safety and caused a dirty needle stick. Additional information received from the initial reporter on 6-apr-2022 stated that the entire needle and colored hub detached from the syringe. The site was immediately washed with soap and water. Blood test completed for hiv, syphillis, and hepatitis. All initial results were negative. Will recheck in 3 months. No further intervention done as they refused prophylactic treatment. See attachment section for initial email and complaint report from customer. "